Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, patient felt that sensor wire was shorter than expected. Patient¿s mother feels sensor wire¿s length is as it should be. Patient is a new user. Patient¿s mother reports that patient feels fine, did not seek medical intervention and that insertion site looks normal. At the time of her call to dexcom technical support, patient¿s mother reports that patient feels fine despite a little pain at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.